Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as a patient error. The patient was not hospitalized for the peritonitis event. On the same day as the onset, the patient began treatment with injection vancomycin (1 gram for one day, route not reported), injection meropenem (250 mg for 14 days, frequency and route not reported), and injection tobramycin (20 mg for 14 days, intraperitoneally, frequency not reported). Dianeal therapies were ongoing. At the time of the report, the patient was recovering from the peritonitis. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.